Event description:
In this event it was reported that a protaper hand file separated; outcome is unknown, though there is no indication that injury resulted.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained product testing and/or DHR review.